Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed as a malposition of the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulty and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely a malposition of the device occurred. The separation appears consistent with the use of the quick cut device. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the prostyle device "misfired" relative to an unspecified procedure. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.